Event description:
Reporter stated to anspach service and repair: reporter stated two small battery drives are not making a connection. Reporter did not have any additional information.this is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The customers complaint that this device does not make connection was confirmed. The unit was tested and was found to have corrosion on the contacts. This is most likely due to immersion during cleaning. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.